Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-09447. It was reported the pt had been experiencing inadequate pain relief in the desired pain pattern. The pt reported not feeling any sensation while the system is in use. A full parameter diagnostic indicated low impedance values on several contacts. X-rays did not show any anomalies with the leads and showed all the connections to be normal. Re-programming did not resolve the issue and provided stimulation in the incorrect area. It was also noted, the low impedance could be allegedly due to potential fluid in the header of the battery. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.